Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was placing a taxus express2 3.0x20mm drug eluting stent to the 80% stenosed lesion located in the moderately tortuous, mildly calcified, mid left anterior descending (lad) artery. The lesion was pre-dilated with a maverick balloon, unk size. The catheter kinked during insertion, but was able to cross the lesion. The stent was successfully deployed, but when the physician attempted to remove the delivery system, the catheter broke where the kink occurred. At this point "the physician then went down with an iq wire into the lad and cx to protect it he then inflated the balloon to pull everything out including the 2 wires." The physician used another catheter and was able to complete the procedure successfully. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.